Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed for the material number cad_8100 as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 calibration help. Customer didn't know how to run the calibration test. Had customer to put calibration in the task bar, using the edit button and searching for the calibration tab. Once the calibration tab is in the selected tasks now we where able to run the calibration test. Customer said thank you and ended the call.